Event description:
Patient was implanted with a tibia plate and screw construct on (B)(6) 2011. Patient's 15 month status post reports a non-union of patient's left proximal tibia. On (B)(6) 2012, patient returned to the o.r. And the hardware was explanted. The surgeon realigned the fracture, removed the fibrous tissue, added a bone graft, and re-implanted a longer lateral plate as well as a medial plate. No information about patient's recovery was provided. This is 7 of 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.